Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this device was performed. Analysis showed that the device passed all pin gauge tests per procedure. The device was tested on the bench and no noise was present when lightly manipulated in bipolar. The device was put through rpt testing and passed a series of automated tests which verified functionality, sensing and critical therapy availability. Analysis did not confirm the reported allegation. (B)(4).

Event description:
It was reported that this pacemaker device migrated under the armpit and the physician elected to replace the device with a regular pacer. Additional information indicated that the patient was in pain. The device was surgically explanted. No additional adverse patient effects were reported.